Manufacturer narrative:
Corrections: h2 - follow-up type: in previous report, "correction" should have been selected instead of "additional information". H10: in previous report, "corrected data" should also have been selected. Provide narrative data: in previous report, the following should have been submitted: manufacturer report number 3006705815-2020-32660 should not have been submitted as a medical device report (MDR) because, based on parameters obtained, the device shows normal device characteristics.

Manufacturer narrative:
Additional information received indicate event no longer reportable.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. Troubleshooting may be pending to address the issue.